Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by broken retractor band. A field service engineer removed drawer and repaired retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure, deivce not on bus. The customer reported issue occurred when dispensing medication. There were no adverse events or injuries reported based on this incident.